Event description:
It was reported that during a post-procedure check, it was found that the right ventricular (rv) lead shock impedance was out of range, at about 127 ohms. At the last office interrogation, the shock impedance was about 122 ohms. No further information is known. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.